Event description:
The customer reported that their device did not have any voice prompts when the device was powered on. Without voice prompts, the device user would not have the ability to use the device on a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio found that there were no voice prompts because the unit would not power on. Physio removed the charge-pak and switch flex cable for further examination and determined that the cause of the reported failure was that the power on switch was partially open when pressed due to corrosion on the copper plate of the dome switch. The customer was provided with a replacement device.